Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the monitor/screen is stuck/locked, here was no reported patient involvement/adverse patient impact.